Manufacturer narrative:
A review of the impedance measurements confirmed there have been multiple measurements less than 20 ohms. A boston scientific technical services consultant discussed troubleshooting with the caller as the concern is a compromise in the high voltage lead insulation resulting in a potential short. It does not appear that induction testing was performed at the implant procedure. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
Additional information was received eleven months later noting that a red alert was received from this system due to high right ventricular (rv) pacing impedance measurements. A fracture of the associated rv lead was suspected due to the out of range measurements and suspected loss of capture. The presenting electrograms (egm) also showed ventricular rate response (vrr) pacing due to noise on the rv channel while the shock channel showed what looked like the patient's sinus rate of 60 bpm. A revision procedure was performed and the lead was removed from service and replaced without further incident. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was received for a low shocking impedance from this right ventricular defibrillation lead. Additionally, there was one episode of non- sustained ventricular tachycardia (nsvt) due undersensing of noise. No adverse patient effects were reported.